Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Analysis of the 37761 desktop charger sn# (B)(4) found evidence of broken connector pins. Fdc code applies to the recharger. Fdc code applies to the implantable neurostimulator. All fdr and fdm codes apply to the recharger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the desktop charger (dtc) had a bent/broken/loose connector pin, that the implantable neurostimulator had depleted due to being unable to charge the ins recharger (insr), and recharge the implantable neurostimulator. The patient reported being in pain do to the lack of stimulation. A replacement dtc was sent. No additional patient symptoms or additional device complications were reported with this event.